Event description:
This case was cross-referenced with the cases (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other health care professional. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency swelled up very big/ swelling, redness. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. No allergies to avian reported on an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, expiration date and indication: not reported; lot number: 7rsl021) bilaterally. On an unknown date, latency unknown, the patient had swelling and redness. It was reported that it swelled up very big. It was reported that blood work was not gathered. It was reported that the patient had been fine since the swelling and redness. She reported this patient did come into the office but it was unknown what treatment if any this patient received. On an unknown date in 2017, the patient got fluid drained. Since an unknown date, there was device malfunction. Corrective treatment: drained for have fluid drained; not reported for rest of the events outcome: recovering for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who experienced localised erythema, knee swelling, after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.